Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Medical records allege the patient underwent port placement procedure for chemotherapy treatment for cervical cancer under ultrasound guidance. Port placement was done and flushed with heparinized saline and demonstrated satisfactory flow. After one month fifteen days later, patient presented to office visit for chemotherapy treatment. She has dose reduction of carboplatin due to thrombocytopenia. Postponed chemotherapy due to port site cellulitis on right side. They closed the port site separation last thursday with nylon sutures. No purulent discharge, no fevers and some erythema at port site. After fourteen days patient presented to office visit for chemotherapy. She complaints of easy bruising but no epistaxis. They post-phoned chemotherapy due to thrombocytopenia, possibly no further chemotherapy, as there is now a treatment delay of 3 weeks. She has continued separation of the port site with some oozing of fluid and discomfort. She was planned to remove the port due to persistent separation and discomfort. After five days patient underwent removal of port secondary to wound dehiscence and infection. The skin over the existing right chest wall port was prepped and regional skin was infiltrated. They have exposed the chest wall port area then washed with cefazolin and packed with strip. After four days port catheter tip culture study showed the gram-positive bacilli most closely resembling diphtheroid. Therefore, the investigation is confirmed for the reported expulsion. Furthermore, clinical conditions alleged in the complaint can be confirmed. Based upon available information, the definitive root cause was unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that twenty-five days later post a port placement via the internal jugular vein, the patient allegedly developed with erosion and pain over the port site. It was further reported that the patient allegedly developed with bacterial infection with the culture resulted positive for bacilli most closely resembling diphtheroid and the patient experienced cellulitis as a result of the defective infected port. Reportedly, the infected port was removed. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that twenty-five days later post a port placement via the internal jugular vein, the patient allegedly developed with erosion and pain over the port site. It was further reported that the patient allegedly developed with bacterial infection with the culture resulted positive for bacilli most closely resembling diphtheroid and the patient experienced cellulitis as a result of the defective infected port. Reportedly, the infected port was removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 01/2017) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.